Event description:
Rptr's wife suffers from primary cerebellar atrophy and is somewhat handicapped. She suffered cuts and bruises when she fell while trying to sit on her wheelchair. She was sitting on the wheelchair but had to go and get a glass from the kitchen. She stood up (while still close to wheelchair), got the glass and missed the wheelchair as she was trying to sit. Rptr's wife cut herself on the metal spikes used to hold the foot supports on the chair. The complaint is that the chair should be better designed to prevent this type of wound. The wheelchair was purchased approx 3 months ago.